Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited failure to capture and high impedance. A fluoroscopy was performed, and it was noted that the lead fracture was visible. The lead was capped and replaced on (B)(6) 2020. The patient tolerated the procedure well and went to her room in a normal hemodynamic state.